Event description:
The customer, a biomed, contacted physio-control to report that the energy select button on the main keypad of their device was not responding when he plugged in a known working therapy cable. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): the hospital biomed has advised physio-control that they have evaluated the device and verified the reported failure. The biomed advised that he replaced the cable which connects the therapy connector assembly to the therapy pcb assembly. After additional evaluation of the information received from the hospital biomed, it is unlikely that the cable which was replaced, could have resolved the reported problem of the non-responsive energy select button. It is possible that all of the information regarding the reported issue was either not completely clear or reported incorrectly; however this could not be confirmed. A conclusive cause of the reported failure could not be determined. The device did pass the functional and performance testing after the replacement of the cable and has since been returned to the end user for use.

Manufacturer narrative:
(B)(4): the hospital biomed has advised physio-control that they have evaluated the device and verified the reported failure. The biomed advised that he replaced the cable which connects the therapy connector assembly to the therapy pcb assembly. After additional evaluation of the information received from the hospital biomed, it is unlikely that the cable which was replaced, could have resolved the reported problem of the non-responsive energy select button. It is possible that all of the information regarding the reported issue was either not completely clear or reported incorrectly; however this could not be confirmed. A conclusive cause of the reported failure could not be determined. The device did pass the functional and performance testing after the replacement of the cable and has since been returned to the end user for use. (B)(4): the hospital biomed has advised physio-control that they have evaluated the device and verified the reported failure. The biomed advised that he reseated the cable which connects the therapy connector assembly to the therapy pcb assembly. After additional evaluation of the information received from the hospital biomed, it is unlikely that the cable which was reseated, could have resolved the reported problem of the non-responsive energy select button. It is possible that all of the information regarding the reported issue was either not completely clear or reported incorrectly; however this could not be confirmed. A conclusive cause of the reported failure could not be determined. The device did pass the functional and performance testing after the cable was reseated and has since been returned to the end user for use.